Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the calcified and moderately tortuous obtuse marginal (om). The lesion was pre-dilated with an apx 2.5x8.0mm balloon. The physician attempted to advance a taxus liberte (mr) 8 x 3.00mm to the lesion but was unsuccessful. The stent delivery system was removed from the patient and it was noted the distal end of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient status is "ok".

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The stent was flared at both the proximal and distal ends with the struts on rows 1 and 2 from the distal edge and row 1 from the proximal edge were flared. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the calcified and moderately tortuous obtuse marginal (om). The lesion was pre-dilated with an apx 2.5x8.0mm balloon. The physician attempted to advance a taxus liberte (mr) 8 x 3.00mm to the lesion but was unsuccessful. The stent delivery system was removed from the patient and it was noted the distal end of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient status is "ok".

Manufacturer narrative:
(B)(4)